Event description:
It was reported that during a da vinci nephrectomy procedure, the customer experienced system error code #212. Due to pt bleeding the surgeon decided to convert to traditional open surgical techniques to finish the planned procedure. No pt harm was reported.

Manufacturer narrative:
The investigation conducted by isi field svc engineering determined that sys error code #212 experienced by the customer, which was associated with a pt side manipulator (psm). The psm is an instrument arm located on the pt side cart, that provides the sterile interface for the endowrist instruments. The sys was repaired by replacing the left psm. The sys alarm (sys generated fault code) functioned as designed and there was no injury to the pt. Sys error code #212 appears when the da vinci safety sys determines a voltage tracking fault reported by the digital signal processor (dsp). Upon determining these conditions, the safety sys put da vinci in a "no-recoverable safe state". The psm was returned to isi for failure analysis investigation. Based on the sys error logs, an axis motor and encoder assembly were placed. As of 2008, there have been no reported recurrences of the issue at this hosp.